Event description:
Procedure was a left sided stick, contralateral to right side for arterial occlusion. After placing the catheter, physician met some resistance while placing the ultrasound device. Physician said he pushed and coaxed the wire to move forward. The physician believes the ultrasound wire was damaged during placement, so asked the staff to get another kit of the same size, and to switch out just the ultrasound wire. The new ultrasound wire would not advance, so the proximal end of the ekos catheter was capped and used for infusion only. Upon scheduled recheck under fluoroscopy, they noticed a piece of the first ultrasound wire was still in the lumen of the catheter. While removing the ekos catheter, part of the ultrasound wire still left in the lumen of the ekos catheter started migrating to the distal part of the catheter. A snare was placed to help remove the catheter and the small fragment of the fractured ultrasound wire. The pt has since been seen by the physician and is healthy with no adverse events.

Manufacturer narrative:
Customer was contacted and add'l info about the procedure was obtained. However, the customer confirmed the device was not available to the MFR for investigation.